Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a black dot of foreign material on the patient line of a peritoneal dialysis cassette. The patient was connected at the time of the event. The patient reported that they ended therapy as soon as the particulate matter was discovered. The patient would start over with all new supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed and found particulate matter embedded in the patient line tubing. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was verified; however the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.